Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/14/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. All of the pump¿s electrical current draws measured within specification. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿intermittent power¿ complaint. Unrelated to the initial complaint, display screen was dim and discolored and the battery compartment had two cracks and there was moisture in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump casing was removed and there was no evidence of additional moisture inside the pump.